Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown lfit v-40 head 36 +5. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method and results: the device was not returned, however an image was provided. Biological debris was noted. A functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. Device history review and complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, additional x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient stated the hip became painful and unstable. Upon xray, it was discovered the femoral head had become disassociated from the stem and a revision was then scheduled. During revision, the trunnion was worn and the femoral head was located in the calcar region. Surgeon decided to use a restoration modular stem and replace the poly due to wear from the care trunnion. The acetabular implant was a zimmer trabecular multi hole shell but the surgeon cemented in a trident size f liner due to some damage of the locking ring and rim of the shell.

Event description:
Patient stated the hip became painful and unstable. Upon xray, it was discovered the femoral head had become disassociated from the stem and a revision was then scheduled. During revision, the trunnion was worn and the femoral head was located in the calcar region. Surgeon decided to use a restoration modular stem and replace the poly due to wear from the care trunnion. The acetabular implant was a zimmer trabecular multi hole shell but the surgeon cemented in a trident size f liner due to some damage of the locking ring and rim of the shell.